Event description:
A customer technical advocate (cta) was contacted with regard to a falsely elevated platelet count generated on a cell-dyn 4000 analyzer for one pt. A platelet value of 48 k/ul was reported. Subsequently, a slide review determined the correct were performed at the start of the shift and were within specifications. When background checks were repeated, platelet backgrounds were out of specification, high. A corrected report was sent out. No impact to pt management was reported.